Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the flex deflectable videoscope had a video communication error and the device could not be used. The issue occurred during preparation for use in a therapeutic hernia repair procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's final investigation. A review of the device history review revealed no issues that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported event was confirmed; however, the root cause could not be determined. The reported event is likely due to stress from use, external factors, or handling. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.